Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and health care professional via a manufacturer representative (rep) regarding the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient had difficulty/was unable to recharge. The patient had poor coupling, four bars or less. The issue occurred on (B)(6) 2015 after the patient's initial post-implant follow-up. Repositioning the antenna did not resolve the issue. Communication was possible using both the patient programmer and clinician programmer. Antenna locate did not resolve the issue. Using another recharger also did not resolve the issue. It was noted that there was a possible flipped ins and that there was swelling. The patient had an x-ray to determine if the ins was flipped. It was noted that the battery was placed in the patient's right upper buttock and the patient had been lying on her stomach for the x-ray. The rep thought that the ins was in the correct orientation but wanted a second opinion. Additional information received from the manufacturer representative (rep) reported that it was determined that the battery was not flipped. Multiple attempts were made to get more than 2 coupling boxes. The battery appeared to be too deep and the patient started to get the temperature sensor "antenna too hot" error message. The plan was to revise the pocket but no date for the surgery had been scheduled.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the battery was explanted on the day of the report with a new one. The old battery was facing the correct way. A new more shallow pocket was made. The doctor wanted the battery replaced just in case and sent back in for analysis. The rep indicated that they would be mailing it out on february 1st 2015. It was stated that from their angle in the operating room, the battery appeared to be placed about an inch to 1.5 inches deep, there was an inch of adipose tissue between the old battery and the skin. A new pocket was made about half the distance. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Analysis of the neurostimulator, serial #(B)(6) , found no anomaly. Analysis of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor surescan ins, indicating that this ins is working correctly with a recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.